Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the surgery on (B)(6) 2013 the operation was performed for the patient who had an intertrochanteric femoral fracture. It was reported that the surgeon turned the impactor clockwise to lock the blade, but, the impactor rotated freely, and the surgeon could not lock the blade. The surgeon used the blade which was a size smaller of 80mm from 85mm to lock the blade without any problem. After the surgery, the doctor expressed that he attached the blade on the impactor properly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not for diagnosis. Device is not an instrument. The investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Device is not distributed in USA, but is similar to device marketed in the USA. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.